Manufacturer narrative:
Events of aortic regurgitation and impeded leaflet mobility were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted within a narrow aortic root. On (B)(6) 2018, the 3-year-old 21mm trifecta valve was explanted due to moderate aortic regurgitation (ar) following the impeded mobility of the cusps. Upon explant of this valve, two of the three stent posts were observed fused to the aortic wall, which was located between the right coronary cusp (rcc) and the non- coronary cusp (ncc), and between the left coronary cusp (lcc) and the ncc. The rcc was also noted to be prolapsed resulting in incomplete coaptation. The physician states that "due to the fact that the leaflet of the trifecta valve was wrapped exterior of the stent post and the patient had a narrow aortic root, the leaflet was at a greater risk for adhesion between the leaflet and the aortic wall¿. A 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted in supra annular position using horizontal mattress sutures with 12 stitches. Concomitantly, mitral valvuloplasty (mvp) and coronary artery bypass grafting (CABG) were performed due to severe ischemic mitral regurgitation (imr) and ischemic heart disease (ihd) following graft occlusion. As the patient's native mitral valve was observed to be degenerated slightly, two stitches were placed through the anterior leaflet and posterior leaflet in the positions of a2 and p2 using edge to edge repair technique passing through the aortic valve. The right internal thoracic artery (rita) was sutured at the segment 3 of right coronary artery (rca). Later, transesophageal echocardiography (tee) revealed the moderate level of residual mitral regurgitation (mr). Therefore, the mvp was performed again by edge to edge repair technique through the aortic valve. The patient has been in stable condition postoperatively and was discharged on (B)(6) 2018. Additional information such as implant and explant operative reports were requested, but not provided.